Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 1014216 and test base part number 190-430/ lot 1014216 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1014216 showed that the complaint rate is (B)(4). A supplemental report will be submitted after completion.

Event description:
The customer reported a false negative result on a direct kitted nasel swab of both nostrils with the ID now covid-19 assay performed on (B)(6) 2021 at 9:00am. Pcr confirmation testing with a nasal swab after being admitted to the hospital generated a positive result (date of test, platform and CT values were not specified). The patient was reported as symptomatic. The customer reported that there was a delay in receiving treatment as a result of the ID now covid-19 result. The customer confirmed there was no death or serious injury. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.